Event description:
At start of dialys treatment they discovered that it sucks air when they start the dialysis. They then discover a small crack just beyond the deviation of the catheter. They close the catheter with an external clamp and then they change catheter acute.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of resi0538 showed no other similar product complaint(s) from this lot number.